Manufacturer narrative:
The most likely root cause is patient-related factors, including chronic kidney disease (ckd), history of coronary artery bypass graft (CABG), coronary artery disease (cad). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 3000tfx 27mm aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 4 months due to stenosis and regurgitation. The patient presented with sob and fatigue. A 26mm s3ur was implanted without complication.

Manufacturer narrative:
H11. Additional narrative. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 3000tfx 27mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 9 years, 4 months due to stenosis and regurgitation. The patient presented with sob and fatigue.